Manufacturer narrative:
(B)(4) date sent to the FDA: 01/22/2016. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on unknown date and mesh was implanted. One year following the procedure, the patient presented mesh erosion at the routine examination and estrogen cream was prescribed. The patient returned and requested the mesh to be removed. The doctor will be performing the procedure to remove the mesh from the patient but didn't provide a date for the procedure. Additional information has been requested.